Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on 7-dec-2016 from a consumer regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported there was a loss of therapy. The patient stated that they had received no relief from the therapy since implant and if anything, it had caused more pain. The patient noted that they sometimes had to shut it off. Any stimulation the patient felt was on the left side. The patient noted that it seemed that they could not get it at the right level in the back. It was noted that increasing stimulation on the right side only increased stimulation on the left side. The patient was going to follow-up with their healthcare provider (hcp). The patient stated that they had their monthly pain management meeting tomorrow, (B)(6) 2016, with the nurse practitioner at the hcp's office. The patient was going to talk with the nurse practitioner to see if he could get an appointment with the doctor. The patient also noted that they had an appointment with a manufacturer's representative (rep) on (B)(6) 2016. The patient wanted to have the leads x-rayed. The patient stated that the lead placement was to the left of the spinous process. The lead was not parallel to the vertebrae and it was at an angle. The patient stated that he got a call from the doctors and they said that everything was ok with the x-ray. The patient stated that they got the x-ray themselves from the image center and said it was all to the left side. The patient stated they had been adjusted numerous times. The first adjustment was done at a hcp office for the 2 week post-operation check with the rep. The patient stated that they had all sorts of issues from "that gasteral" and pain. Then the rep adjust they patient again in (B)(6) at the hcp office, but the patient still did not get anything out of it and was having a lot of problems. The patient had another rep adjust them on (B)(6) 2016 and the patient still had no pain relief. The patient stated that the trial worked wonderfully. The patient stated that they did not wake them up during implant surgery for the permanent device to see if they were getting stimulation in the right location.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.